Event description:
It was reported that there was no percent pacing shown on the interrogation report. It was determined that the atrial port was intentionally plugged which prevented the report from being populated. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.